Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty(gold). Unable to perform basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
Customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to complete insulin pump rewind. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.